Event description:
Our rep is reporting that during a shoulder repair a portion of the distal tip of a flexible suture passing needle broke off into the joint space and remains therein. The case was concluded successfully without further incident. They are also reporting no pt harm.